Event description:
During the advancement attempt of a endovascular stent mounted on another MFR's balloon catheter through the brachial artery toward the target lesion site in the pt's renal artery, the stent embolized. The physician fully deployed the embolized stent in the pt's brachial artery and continued to successfully place a endovascular stent at the target lesion site. There were no clinical sequelae reported.